Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had a site malfunction and she woke up with high blood glucose over 600 mg/dl. Customer stated she was sick for seven days. Customer treated with insulin drip and the device. Customer was vomiting for six full days. Customer declined troubleshooting. Customer then reported she was hospitalized for her highs. Customer was diagnosed with e-coli poisoning. Customer was wearing the device. No further information reported.